Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch basic meter was giving blood readings that read as "control." The patient stated that she takes 2 insulin injections a day. She believes the meter issue started "last month." On the same day, the patient indicated that she "went nuts and almost passed out and had to have the rescue squad come down." The paramedics tested her blood glucose and got a result of "38 mg/dl." She treated with peanut butter at home. The patient was then taken to a hospital where she was given "sugar" and a meal in order to bring her blood glucose back up. After arriving at the hospital, her blood glucose had risen to "117 mg/dl." During troubleshooting, the customer care advocate (cca) discovered that the patient was not applying her blood samples correctly to the test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that she was getting blood glucose results displayed as control and afterwards, developed symptoms suggestive of hypoglycemia. The patient reported, she was given medical treatment from paramedics and at a hospital for low blood glucose.